Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the ventilator of this device failed during surgery, the operator reported for repair immediately. No patient injury reported.

Event description:
It was reported that the ventilator of this device failed during surgery, the operator reported for repair immediately. No patient injury reported.

Manufacturer narrative:
It was reported that the ventilator of this device failed during surgery, the operator reported for repair immediately. No patient injury reported. As further reported, replacement of the gas circuit (breathing hoses), has solved the problem. However, the user chose not to involve the draeger service and thus, there was neither the logfile nor any additional information available. Thus, the exact root cause could not be finally determined. It can only be stated that most likely, as reported, a faulty gas circuit (breathing hoses), was the root cause. So for this event, the device gas circuit (breathing hoses) maintenance parts are aging, resulting in high air pressure leakage. After maintenance and replace the gas circuit (breathing hoses), the device back to normal. This could be the user did not regularly maintain the equipment according to the instructions. Leakage test of the device can detect the leakage of the gas circuit (breathing hoses). It was suggest that the user regularly maintain (get in contact with draeger service) the equipment according to the instructions for use, and have a leakage self test before use the fabius plus xl device.